Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. Surgery may take place later.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the entire system was explanted to address the issue.